Manufacturer narrative:
Describe event or problem - updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information available, it is not possible to determine the probable cause for the reported event so an evaluation conclusion code of cause not established was assigned. 72404127. Control pump fgs iz 72400024. Balloon fgs 61-70 cm.

Event description:
It was reported that patient was seen at physicians office due to a pre existing bladder stricture. They took the opportunity to perform a cysto on patient. Physician explained that resident deactivated improperly and when physician went to activate, he was unable. All components were explanted and replace and patient was prescribed with antibiotics for seven days as a prophylactic treatment post-replacement procedure.

Manufacturer narrative:
Concomitant medical products: 72404127, control pump fgs iz. 72400024, balloon fgs 61-70 cm.

Event description:
It was reported that patient was seen at physicians office due to bladder stricture. Physician explained that resident deactivated improperly and when physician went to activate, he was unable. All components were explanted and replace and patient was prescribed with antibiotics for seven days.